Event description:
It was reported that during an unknown procedure, it was found that the rotate knob was missing when the sealed package was started to be opened. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was missing the rotation knob. The device was received inside of the sterile package. Upon inspection of the package, the knob was not observed inside the package. In addition, the hinges that holds the rotational knob were in good condition. All the characteristics were within specifications. Currently the manufacturing process has a vision system that verifies the presence of the knob a 100% in manufacturing. The batch history records were reviewed with no anomalies noted during the manufacturing process.